Manufacturer narrative:
Additional information. D9 - device return. H3 - yes, evaluation. H6 - codes updated. Investigation results: the complained product was made available for investigation. The instrument was received with one latch broken off and the broken off piece was also provided. The investigation included a visual and microscopical analysis of the complaine product and it showed that one of the latches had broken off. The fractured surface of the instrument and the broken off latch were thoroughly examined and it showed the typical signs of a forced fracture. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There was one similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. The complained problem could be confirmed. In other similar cases, the surgeon spread the downtube not completely with the removal key as mentioned in the manufacturer's instructions for use (IFU), so that the catch broke off during removal. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with product sz378r - ennovate mis downtube short. According to the complaint description, one of the fixation tabs from the percutaneous sleeve had broken off. The broken piece of metal has been successfully removed during a re-operation. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.